Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the connecting screw has shown that the threaded tip is completely broken off and the shaft is bent. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since no manufacturing related condition was found, it is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. It is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 08.jan.2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connecting screw broke during surgery. There was a prolongation in surgery of thirty (30) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.